Event description:
It was reported by the patient that one of their leads fractured and the other dislodged. Alerts were programmed off and the leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.